Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical products and therapy dates: perforator device; (B)(6) 2020. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had low power and the hose was leaking air while being used with a perforator device. It was reported that there was a five to ten minute delay to the surgical procedure while troubleshooting and obtaining an additional device. It was reported that a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However during evaluation, it was observed that the device muffler sock and spring were missing, the loctite was loose between components, and the set screw and nose pins were loose. It was further observed that the elbow and motor housing were dented, and there was an unknown hose installed on the device. The device also failed pretests for visual assessment, hose verification, muffler tube verification, muffler sock and loctite. It was noted that the rest of the tests could not be performed due to the unknown hose. The assignable root cause was determined to be traced to improper handling and unauthorized repair.